Event description:
It was reported that during a laparoscopic appendectomy procedure, three reloads and the load that was in the device were fired then when the device was going to be loaded with the fifth load the device would not open after the firing. The device was not stuck on tissue; it had been pulled out of the trocar and would not open to put in another reload. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Would have been the 5th firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue and white. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device could not be reloaded, the device would not open.